Event description:
It was reported that a user on the ilet for one week experienced multiple hypoglycemic events, including a nadir of 40 mg/dl, after a meal announcement followed by glucose rising to 250 mg/dl and then declining, with concern that automated correction insulin contributed to repeated lows. Symptoms included feeling low. Outcomes included transient hypoglycemia lasting about 30 minutes without medical intervention, hospitalization, or use of backup therapy. Investigation included user education and troubleshooting, with advice on hypoglycemia treatment using fast-acting carbohydrates and discussion of potential target adjustments; device alerts or alarms were not reported. Investigation of this case revealed no device malfunction and suggested that hypoglycemia was associated with treatment dynamics and potential overtreatment patterns, with oral carbohydrate used for recovery. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including hypoglycemia management and therapy dynamics, with no device failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.